Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR: 2134265-2017-06214. It was reported that a perforation and pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed. A baseline pericardial effusion was noted prior to implantation. The watchman¿ccess system (was) was positioned in the patient, but not deep seated in the laa. A 33mm watchman ¿aa closure device & delivery system (wds) was then advanced and successfully implanted. Directly after implantation there was no increase /change to the baseline pe and the patients international normalized ratio (inr) was 1.1. The patient was routinely transferred to the intensive care unit for monitoring purposes. After 30 minutes the patient was re-examined and it was determined that the pe had become bigger. The patient's blood pressure became worse and the first puncture of the pe was performed. A total of 4x aspirations and cumulative 2.5 liters of blood were drained. A transfusion of two erythrocyte concentrates was also performed. It was noted that invasive respiration rate (rr) measurement showed a hemodynamic impairment and the overlapping administration of arterenol via the cutaneous vascular conductance (cvc) was necessary. After about 10 hours, the bleeding could not be stopped. The patient was transferred to cardiac surgery. While in surgery a small tear in the laa appeared, which was observed as a cause of the bleeding. The tear was repaired. The patient was hemodynamically stable and tolerated the operation well. The closure device remained implanted. No further patient complications were reported.